Manufacturer narrative:
Device is pending return from the surgeon for investigation by manufacturer.

Event description:
Surgeon reported to sales representative that he suspects a leak in a lap-band system that he implanted. He has examined the port and port tubing and did not observe a leak. He suspects the leak is in the band tubing or the band itself.

Manufacturer narrative:
The lhr for lot 75fa3106 was reviewed. The device was manufactured to specification and no deviations or ncmrs were noted related to device functionality. The returned device underwent air and water leak tests per wi0034 and extended water leak test for 48 hours. No evidence of gross leak was detected. A small tear was observed on the port sheath which showed no signs of leak. Leak testing was performed and documented. It is concluded that the reported leak is not attributed to device manufacturing and additionally is unlikely to be the result of user error. Review of the device design and materials revealed the most likely cause of the observed fluid loss is fluid permeation through the silicone component of the lap-band that receives the normal bolus of fluid when implanted or adjusted to decrease the inside circumference of this component of the lap-band. Some fluid loss from the lap-band is expected due to natural permeation through the silicone material. The dfu instructs the user to regularly adjust the amount of fluid in the device. Based on this, no corrective actions are required in response to this complaint. The failure mode of device leakage is addressed in the device risk management file, and the most recent complaints review demonstrates acceptable low rate of occurrence for leakage. Complaint rate for this category continues to be monitored.